Manufacturer narrative:
The customer reported that the dinapt adaptors for the swan ganz pacing catheter were not located inside the product packaging. This caused a prolonged period of bradycardia while dinapt adaptors were located. There is no allegation of patient injury. The product was discarded by the customer and is not available for evaluation.

Event description:
The customer reported that the dinapt adaptors for the swan ganz pacing catheter were not located inside the product packaging. This caused a prolonged period of bradycardia while dinapt adaptors were located. There is no allegation of patient injury. The product was discarded by the customer and is not available for evaluation.